Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pocket infection. The implantable cardiac defibrillator (ICD), right atrial (ra) lead, high voltage right ventricular (hv -rv) lead and low voltage right ventricular (lv-rv) lead were explanted due to the infection. Dual chamber leadless pacemaker was implanted on the (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic with a pocket infection and experienced redness, swelling and discharge. The implantable cardiac defibrillator (ICD), right atrial (ra) lead, high voltage right ventricular (hv -rv) lead and low voltage right ventricular (lv-rv) lead were explanted due to the infection. Dual chamber leadless pacemaker was implanted on the (B)(6) 2025. The patient was stable throughout.